Manufacturer narrative:
H6: corrected health effect - clinical code, component code, type of investigation, investigation findings, and investigation conclusions. Manufacturer narrative updated: the reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, limited range of motion, loosening and/or due to inclusion of the polyethylene in the packaging recall. However, the reported prosthesis wear and loosening could not be confirmed and potential contributions of manufacturing, user, or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no product information, images, radiographs, or relevant clinical information was provided.

Manufacturer narrative:
H11. Pending investigation. There is no other information provided.

Event description:
It was reported via legal documentation that the patient was implanted with an optetrak device on the left knee and then approximately 9 years, 7 months later the patient was revised. It is stated the patient has suffered the following injuries and complications: joint pain, joint swelling, joint stiffness, limited range of motion, loss of mobility, muscle tissue damage, tissue damage, device failure necessitating painful revision surgery. There was no other patient/medical information provided. No x-rays or images were provided. There is no device return. There is no other information available.